Manufacturer narrative:
The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results from the cobas c 303 analytical unit. Patient 1's initial result was 151 mmol/l, and the repeat result was 151 mmol/l. The sample was repeated on a non-roche analyzer, a bl90flex, with a result of 139 mmol/l. Patient 2's initial result on (B)(6) 2025 was 153 mmol/l, and the repeat result was 148 mmol/l. The sample was repeated on a non-roche analyzer, a bl90flex, with a result of 138 mmol/l. Patient 3's initial result on (B)(6) 2025 was 146 mmol/l, and the repeat result was 150 mmol/l. The sample was repeated on a non-roche analyzer, a bl90flex, with a result of 135 mmol/l.

Manufacturer narrative:
The sodium electrode lot number is afp23, and the expiration date was not provided. A field service engineer (fse) replaced the degasser. The investigation is ongoing.